Event description:
It was reported that 30 pen ndl 32g 4mm hp 100 box 1200 ca were unable to deliver insulin/medication and unable/difficult to prime during use. The following information was provided by the initial reporter: consumer reported needle clog with 30 needles in current box during priming. Lot #: 0008843. Catalog#: 320555.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: b)(6)2020. H.6. Investigation: customer returned (28) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the needles clogged during priming. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 30 pen ndl 32 g 4 mm hp 100 box 1200 ca were unable to deliver insulin/medication and unable/difficult to prime during use. The following information was provided by the initial reporter: consumer reported needle clog with 30 needles in current box during priming. Lot #: 0008843, catalog#: 320555, date of event: unknown.